Manufacturer narrative:
###A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) stopped for 10 seconds during the driveline splice repair.

Manufacturer narrative:
A supplemental report is being submitted for a correction and investigation completion. It was determined that information submitted on FDA report number 3007042319-2022-02531 was a continuation of this event. The splice repair and hospitalization information was updated in this report. Product event summary: the driveline cable associated with (B)(6) and the driveline cover (lot number unknown) were not returned for evaluation. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the driveline cover's inspection documentation could not be conducted since the lot number was unknown. On-site inspection of the driveline cable revealed that the previous repair was worn out and that a majority of the strain relief was missing. Additionally, visual evidence provided by the site revealed several cracks and yellowing of the outer sheath. As a result, the reported driveline sheath damage/worn previous repair event was confirmed. A driveline sheath repair, followed by a splice repair, were performed to mitigate the reported conditions. The reported driveline cover "hardening" event could not be confirmed due to insuffi cient information. The most likely root cause of the strain relief damage and damage to the previous sheath repair may be attributed to improper handling and/or wear over time. Based on historical review of similar events, the most likely root cause of the driveline outer sheath damage and yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar events, a possible root cause of the reported hardening of the driveline cover event may be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. Additional products: unknown driveline boot cover h6: imf code(s): f08, f12, f2304 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted and medically prepped for venous access. A driveline splice repair was performed.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) and the driveline cover (lot number unknown) were not returned for evaluation. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the driveline cover's inspection documentation could not be conducted since the lot number was unknown. On-site inspection of the driveline cable revealed that the previous repair was worn out and that a majority of the strain relief was missing. Additionally, visual evidence provided by the site revealed several cracks and yellowing of the outer sheath. As a result, the reported driveline sheath damage/worn previous repair event was confirmed. The reported driveline cover "hardening" event could not be confirmed due to insufficient information. The most likely root cause of the strain relief damage and damage to the previous sheath repair may be attributed to improper handling and/or wear over time. Based on historical review of similar events, the most likely root cause of the driveline outer sheath damage and yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar events, a possible root cause of the reported hardening of the driveline cover event may be attributed, but not limited, to leaching of the plasticizer from the material, and/or degradation of the material, resulting in hardening. Additional products: d4: serial or lot#: unk h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the driveline cable associated with (B)(6), and the driveline cover (lot number unknown) were not returned for evaluation. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the driveline cover's inspection documentation could not be conducted since the lot number was unknown. On-site inspection of the driveline cable revealed that the previous repair was worn out and that a majority of the strain relief was missing. Additionally, visual evidence provided by the site revealed several cracks and yellowing of the outer sheath. As a result, the reported driveline sheath damage/worn previous repair event was confirmed. A driveline sheath repair, followed by a splice repair, were performed to mitigate the reported conditions. The reported driveline cover "hardening" event could not be confirmed due to insufficient information. The most likely root cause of the strain relief damage and damage to the previous sheath repair may be attributed to improper handling and/or wear over time. Based on historical review of similar events, the most likely root cause of the driveline outer sheath damage and yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar events, a possible root cause of the reported hardening of the driveline cover event may be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for a correction. B5 corrected to indicate that it was further reported that the driveline boot cover was hardened. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the driveline boot cover was hardened.

Event description:
It was further reported that during the ventricular assist device (vad) driveline sheath repair the driveline boot cover was observed to be in "bad condition". A driveline splice repair is planned to be performed. The driveline boot cover remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the driveline boot cover was observed to be in "bad condition". Additional products: d1: heartware ventricular assist system ¿ driveline boot cover d4: model #: unknown / catalog #: unknown / expiration date: unknown / lot #: unknown UDI #: asku d9: no h4: mfg date: unknown h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04037 h6: FDA device code(s): a04 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline cable exhibited sheath damage and the previous repair was worn out. Upon inspection of the driveline, it was revealed that the strain relief was missing. A driveline sheath repair was performed. The driveline cable remains in use. No patient complications have been reported as a result of this event.